Event description:
The hcp reported the pt was found unresponsive. The pt was admitted to the emergency room. The hcp reported the pt appeared to be responding to narcan. A follow up report will be sent when additional info is rec'd.